Event description:
The technician alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail was missing the end tube screw and washer. The side rail end tube screw and washer were replaced by the technician to resolve the issue.